Event description:
It was reported by a patient that she is experiencing difficulty reading, double images, glare at night, & starbursts. The lens remains implanted.

Manufacturer narrative:
The lens remains implanted with no immediate plans to explant. Batch records were reviewed and showed no deviations. No additional reports have been received for produt manufactured in this batch. Our investigation of this complaint reasonably suggests it is not manufacturing related. Halos are a known and labeled possible side effect of multifocal lens implantation. Iol remains implanted.